Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a coronary interventional procedure using a small bore sheath. Reportedly, the suture of the first device was not present when the plunger was pulled back [cuff miss]. The suture of the second device broke while advancing the knot with the trimmer. The second suture was intentionally cut and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture detachment; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under a separated medwatch report number.